Manufacturer narrative:
On november 19, 2021, mentor became aware that the patient's date of birth was on (B)(6) 1959. The proper field has bee populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 350cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via mammogram. As a result, the patient has been scheduled for bilateral removal and replacement on (B)(6) 2021.